Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, implanting an expired stimulator, and not prepping the skin with an antiseptic solution have been ruled out as potential causes of the reported issue. However, the clinical representative reported the patient is of advanced age with frail/thin skin, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion and infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported erosion of their stimulator as well as an infection and pain. The patient was prescribed antibiotics and an explant procedure was performed on (B)(6) 2021. The patient is currently doing well and no further issues have been reported.